Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unrecoverable. A field service engineer (fse) reseated the matrix drawer connector, rebooted and tested drawer 1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed and was unrecoverable, preventing users from accessing medication. The customer stated that the malfunction caused a delay in dispensing medications to the patient as all medications needed to be pended from the pharmacy. However, there were no adverse events or injuries reported based on this event.